Event description:
It was reported that the customer experienced a low blood glucose reading of 39 mg/dl. The customer had called to report a large discrepancy between the blood glucose reading and the sensor glucose reading, which was 115 mg/dl. He stated that he would have ended up in the emergency room had he not already been in the doctor's office, since he did not know his blood glucose was running low. He discontinued the call because he was in the middle of his doctor's appointment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.